Manufacturer narrative:
The explanted lead was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at a routine follow-up about six weeks post-implant, interrogation revealed loss of capture (loc) on the right ventricular (rv) lead. The patient was hospitalized so the lead could be evaluated surgically. During this procedure, the lead was confirmed to be dislodged. The lead was explanted and replaced without complication. No additional adverse patient effects were reported.